Event description:
It was reported that prior to use the intra-aortic balloon pump (iabp) helium tank was emptying quickly. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was unable to reproduce the issue. The helium regulatory assembly and helium tubings were replaced. The iabp unit was cleared for clinical use and released to the customer. (B)(6). Additional information: the unit listed is a discontinued model that does not have a UDI number.

Event description:
It was reported that prior to use the intra-aortic balloon pump (iabp) helium tank was emptying quickly. There was no patient involvement, and no adverse event reported.